Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the superficial femoral artery. An angiojet solent omni was used on thrombectomy procedure. During the thrombectomy mode, the catheter did not suction well. The procedure was completed with another of the same device. There were no patient complication reported and the patient is stable.